Event description:
During attempted removal of a previously implanted cannulated pedicle screw, the screw head broke. The housing, insert, and part of the screw head were removed from the wound. However, the screw shaft remains in the patient.